Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 500-600 mg/dl. Customer was hospitalized for diabetic ketoacidosis and high ketones. Customer was treated at the hospital. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump had a button error. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump passed the delivery accuracy test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube, a stained end cap sticker, and a scratched reservoir tube window.